Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-apr-2024, the patient reported that there was occlusion troubleshooting indicated issue with the infusion set site at abdomen. The patient changed soft cannula infusion set only and resumed insulin. No further information available.